Event description:
One device was returned with report of a damaged battery compartment. During physical inspection, it was found that the downstream occlusion (dso) sensor was cracked, and the upstream occlusion (uso) seal was buckled. There was no patient involvement.

Manufacturer narrative:
One device was returned with report of a damaged battery compartment. Device evaluation confirmed the reported issue, and visual inspection also revealed the downstream occlusion (dso) seal was cracked and the upstream occlusion (uso) seal was buckled. The dso and uso seals were both replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.